Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided. We have contacted the initial reporter to request additional information and if available, to request return of the device for eval. A manufacturing review was performed and no evidence was found of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional event and/or eval information is obtained, a follow-up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2009: the pt underwent surgery to repair an incisional hernia. A bard ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2010: the pt underwent surgery to remove the mesh. During surgery the surgeon noted that the mesh had superiorly pulled loose. The patch was removed in its entirety.